Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. Same case as 2134265-2008-01740. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis (st) and myocardial infarction (mi). The lesion being treated was a 2.5mm, 90% stenosed, 29mm long portion of the proximal to mid left anterior descending artery (lad). The physician predilated the lesion and successfully placed a 2.57x32mm taxus express study stent in the prox lad and a 2.50x16mm taxus express study stent in the mid lad. Ivus was performed and there was no problem with dilatation. Ef=66%, heart function was good. The pt was discharged the next day. Two days after the index procedure, the pt experienced a st and mi. Elevated st segment and the thrombosis was confirmed with cag at the proximal side of stent implanted in the prox lad. Ck=6000iu/l, it was diagnosed as a mi. The thrombosis was aspirated with tvac thrombosis aspiration catheter and it was dilated with maverick 3.25mm. Finally the flow was timi3 and the procedure was finished. The relationship of the mi & st to the taxus stent is unknown. It was unknown if another type of stent was implanted. The pt status is listed as recovered.